Event description:
Info received alleged that the site rail would not go up.

Manufacturer narrative:
Tech found that the cover that goes over the latch was bent, obstructing it from latching. Corrected the bent piece back into shape to resolve this issue.